Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during a stenting procedure on male pt. According to the complainant, stent positioning was lost during deployment of the stent in a tumor in the mid esophagus. This unit was removed and the procedure was completed with another ultraflex esophageal stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.